Manufacturer narrative:
One used sample was received for evaluation for the complaint that a leak test of the ett was carried out before start of anesthetic. During intubation with a size 8 rae tube, the cuff was inflated, but the balloon began to deflate spontaneously. As received, there was no physical damage or other anomalies observed. The device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. In attempts to replicate clinical use the tracheal tube was inflated using an ICU medical provided syringe. It was observed that the cuff inflated however it deflated. The cuff was inflated again and put in a water bath. A leak was observed to be coming at the end of the main tube. The customer complaint was confirmed of balloon deflates spontaneously, probable cause failure in the end form process during assembly.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a leak test of the ett was carried out before start of anaesthetic. During intubation with a size 8 rae tube, the cuff was inflated, but the balloon began to deflate spontaneously. Faulty tube was removed and replaced it with a new size 8 rae tube, same lot number. Post intubation, a test was carried out on the defective rae tube by inflating the cuff while the balloon was submerged in water, revealed bubbles escaping from tip of the tube but not around the balloon. There was patient involvement and no adverse harm reported.